Manufacturer narrative:
PMA 510k cannot be determined; device is unknown. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01713. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 190 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear with delamination and deformation of the post, flecks of polyethylene visible in soft tissues, severe osteolysis lateral femoral condyle and lateral femoral bone loss, lateral tibial bone loss, severe poly wear of the patellar component, and debonded femoral component easily removed with a bone tamp. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-01713, 1038671-2025-01433. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, failure of the cement used to secure the femoral component to the femoral bone leading to loosening at the cement-implant interface, and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."